Manufacturer narrative:
Additional product code: fmf investigation is in process. A follow-up report will be provided.

Event description:
Upon review of information provided by the distributor, it was discovered that an expiredbone marrow aspirate concentrate (bmac) disposable set was used for surgery that was performed on (B)(6) 2018. The product was collected with the bmac disposable set then injected back to the patient. The bmac product set expired on 02/01/2018.patient weight is not available at this time. Patient outcome is not available at this time.the bmac set is not available for return because it was discarded by the customer.

Manufacturer narrative:
This report is being filed to provide additional information and correction: the tbct associate followed up with the distributor to help identify the cause of the error. The customer verified with the distributor that they knew how to read expiry dates and manage inventory.

Event description:
The customer did not provide the patient's weight. There was no reported adverse event to the patient for this event.

Manufacturer narrative:
This report is being filed to provide additional information. Investigation is in process. A follow-up report will be provided.

Manufacturer narrative:
This report is being filed to provide additional information. Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Harvest product kits contain multiple components that have various expiry dates. The outer kit label contains the expiry date associated with the component that has the shortest expiry timeframe. Harvest design verification testing included testing accelerated aged product. This product was aged to an equivalent of 118 days past the expiration date prior to testing. Based on this, the product functionality would not have been impacted by using the product at 1 month past the expiration. Root cause: the root cause of the usage of the expired disposable set was human error by the distributor.